Event description:
It was reported that a cerebrovascular accident (cva) occurred. A watchman access system (was) was positioned and three watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. The first two attempted closure devices were fully recaptured due to not meeting release criteria. The third deployed 21mm closure device was successfully implanted without complications, and the patient was sent to the recovery room post-procedure. After some difficulty waking up the patient, it was noticed that a new facial droop had developed. At this time, patient was sent for a computed tomography scan, which did not reveal any signs of thrombus. An angiogram was also performed and no change to the seal of the device was noted. The final diagnosis was cva. No interventions were performed. The patients symptoms fully resolved and patient was discharged.